Manufacturer narrative:
No product was received as no product fault was alleged and devices remain in situ. No radiographs could be provided confirming the alleged complaint. Due to the lack of information provided the root cause cannot be determined; however, review of the reported event suggests possible inadvertent contact of the implant or instrument to the patient's blood vessel. No additional investigation can be completed. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels" "pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient" "intra-operative warnings: it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient" device not returned.

Event description:
After taking final x-rays following a left-sided l4-l5 extreme lateral interbody fusion, the surgeon noticed bleeding. A drain was inserted; however, an unknown volume of blood was lost and a transfusion was required. The patient was transferred to the ICU.